Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated he experienced an infection. He was febrile and required ambulance transport to the emergency room. He received IV antibiotics and tested positive for pseudomonas aeruginosa. He was discharged home on antibiotics but continued to experience swelling and a 90 degree penile curvature. A few days later, he underwent a surgical washout of the device with drain placement. At a recent follow up visit, the stitches were removed and the site was assessed; however, swelling and penile curvature persisted. The device remains implanted, and the patient will continue follow up with his physician. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 720182-01. Serial number: n/a. Batch/lot number: 1100783222. Model/catalog description: reservoir. Unique identifier (UDI) # (B)(4).

Manufacturer narrative:
Model number/catalog number: 720182-01. Serial number: n/a. Batch/lot number: 1100783222. Model/catalog description: reservoir. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of disfigurement, fever, infection (bacterial) and swelling was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated he experienced an infection. He was febrile and required ambulance transport to the emergency room. He received IV antibiotics and tested positive for pseudomonas aeruginosa. He was discharged home on antibiotics but continued to experience swelling and a 90 degree penile curvature. A few days later, he underwent a surgical washout of the device with drain placement. At a recent follow up visit, the stitches were removed and the site was assessed; however, swelling and penile curvature persisted. The device remains implanted, and the patient will continue follow up with his physician. No additional information was provided.